Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. There was moisture damage was found on the motor assembly. They were unable to verify for the keypad anomaly due to the blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he was pushed into a pool with the insulin pump on. Customer's blood glucose was 87 mg/dl. Customer stated that there is fluid under the lcd display. Customer stated that he noticed that the down arrow button was not working afterward and the pump shut off completely. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.